Manufacturer narrative:
(B)(4). Eval results: visual inspection of the returned product showed the optic was split and both haptics were torn off with a piece of the optic. There was a surgical residue on the lens. Conclusion: based on the complaint history and the eval of returned product, the most likely root cause of the event was off label use of the amo injection system with the lens. (B)(4).

Event description:
It was reported that the haptic of a cq2015a lens tore off as the lens was inserted into the eye. The lens was removed without enlarging the incision and a suture closed the wound after another same model lens was implanted. The facility use the amo injector/cartridge with this lens and they are aware that this is considered off label use.